Manufacturer narrative:
Product ID 8784, (B)(4), implanted: (B)(6)2017 explanted: product type catheter. Product ID 8781, (B)(4), implanted: (B)(6)2016 explanted: product type catheter. (B)(4). The catheter was returned, and analysis identified a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include : product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl 2000mcg/ml for a total dose of 96.2mcg/day and bupivacaine 20mg/ml for a total dose of 0.962mg/day via an implantable pump for non-malignant pain and pancreatitis. It was reported on (B)(6) 2017 the patient experienced increased pain and therefore a catheter dye study would be performed. It was noted there was no obstruction and it was a normal dye study. The pump was intact. A catheter revision was required. On (B)(6) 2018 (also reported as (B)(6) 2017) a catheter dye study was performed and contrast was exiting the intrathecal catheter tip at t10 level. It was noted they were first unable to aspirate the or inject the catheter,but when they retracted the tissues overlying the catheter anchor site, we then could freely aspirate and inject. This indicated that the catheter was intermittently kinking. An abnormality was detected and the catheter was kinked at the anchor site midline spine. The catheter system required a surgical catheter revision. The outcome of the event was noted as outgoing. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Please see updated and aware date of new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was previously noted as (B)(6) kg, but further information noted the patient's baseline weight was (B)(6) pounds. Please not that this is conflicting information. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider via a clinical study and a manufacturer representative indicated the event resolved without sequelae on (B)(6) 2018 it was noted that the catheter was explanted/replaced on (B)(6) 2018 and was returned to manufacturer. The patient reported that they were not getting adequate pain relief and their last dose increase was (B)(6) 2018 with little noticeable effect. The patient had no signs and symptoms of withdrawal. No environmental factors were reported. During the dye study on (B)(6) 2018 the hcp had to manipulate the skin around the catheter insertion site and was then able to aspirate and inject dye. It was noted there was good dye spread. At the catheter revision/replacement, the spinal incision was opened and a catheter kink was noted just proximal to the anchor. No spontaneous cerebrospinal fluid (csf) flow noted, but when the catheter was manually straightened csf was noted. The spinal segment was replaced. The issue was noted to be resolved at time of report and the patient's status was "alive-no injury." The dose of fentanyl was noted as 300 mcg/ml and the dose of bupivacaine was noted as 3 mg/day. Other medications included vitamin d3, seroquel, meclizine, gabapentin, ferrous sulfate, carvedilol, amitriptyline, omeprazole, and alendronate. Patient's medical history included thyroidectomy, hypertension, and history of chemical and alcohol abuse. The patient's weight on this report was (B)(6) pounds. No further information was reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter kink at the connector was not determined. The patient's baseline weight was (B)(6) kg. No further complications were reported/anticipated.